Manufacturer narrative:
The reported disposable firstpass suture passer device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed.

Event description:
It was reported that during the surgery the first suture was passed successfully (ultrabraid from a healicoil 5.5mm regenesorb anchor) through the rotator cuff and was introduced to the shoulder through an 8.5mm x 72mm clear trac cannula. Upon introducing the firstpass st into the subacromial space for the second suture pass, it was noticed that the distal, right tip of the self capture jaws was bent vertically away from the passer. When removed the firstpass from the shoulder this piece then fell off, leaving no metal in the shoulder. A second passer was opened and the procedure continued. No delay or patient injury reported.